Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. It was stated that the insulin pump alarmed motor error and the infusion set leaked insulin. Blood glucose at the time of the admission was bg 527 mg/dl; treated with insulin drip. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.